Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed repeated vessel sealer errors on e-200 integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) stopped working. The customer connected a backup e-200 iesu and power cycled the system, which resolved the issue. The procedure was completing as planned with no reported injury.